Event description:
Procedure: low anterior resection. According to the reporter: one leg of the anvil was opened and did not allow the perfect fit. The surgeon repeated the whole procedure from the preparation of casing and reported a failure. The procedure was converted from laparoscopic to open and the colorectal anastomosis was performed with another circular suture. There was no blood loss of 250cc or more due to the product problem.

Manufacturer narrative:
(B)(4).